Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that a motion battery within the imaging system was charred and shorted. To resolve the reported issue; the motion batteries, the battery wiring harness, the power control board and motion battery charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect wiring harness was returned to the manufacturer for evaluation. Testing found that the harness experienced electrical overstress and that there was an open within the wiring. The suspect battery charger and power control board have been received by the manufacturer for evaluation. However, results are not available at this time. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, a burning odor was emitting from the imaging system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the suspect motor charger was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Analysis on the suspect power control board was completed by medtronic personnel. The control board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect batteries for the imaging system were returned to the manufacturer for evaluation. Testing found that the batteries were shorted and burnt. Confirming the reported issue. Two batteries were found to fail visual inspection as one had a hole in the side from a short and the other showed corrosion on the negative terminal.

Manufacturer narrative:
Additional information: attached with this submission is a copy of the response letter sent to the FDA on 27-jul-2017 with regards to a FDA request for additional information that provides additional information and findings related to this MDR.

Manufacturer narrative:
Analysis on the returned sedecal generator resulted in a physical damage failure found through visual and physical examination. Analysis states that the visual inspection performed for the two returned motion battery brackets found evidence of rust or corrosion on one of the brackets. If information is provided in the future, a supplemental report will be issued.